Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6), 2019, it was reported that the comb/teeth/guard was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on december 19, 2019 revealed that the comb was bent on the device. The pretest could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(6), produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Concomitant medical products: item number: 00770301500, item name: z.s.g.m. Cutter 1.5:1 ratio, caution: sharp, serial number: (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the comb/teeth/guard was bent, and this was the third time this year. Event dates are unknown. The mesher would ¿chew up the skin graft on one side. It would bunch together. They had to cut a piece off it that was shredded. Delay of 15 minutes reported. No adverse events were reported as a result of this malfunction.